Event description:
When the user ligated a clip during a laparoscopic cholecystectomy the jaws of the applier got broken. Therefore, the applier was replaced with a new one to complete the operation. It is unknown whether the pieces of the jaws fell/remained in the patient at present. The sales representative confirmed the x-ray results after the operation; the description will be updated once additional information is provided. Additional information: according to the x-ray results, no piece of the jaws remained in the patient.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. It was also found that this order was made from the correct materials and components. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in may of 2020. Evaluation of the returned instrument shows that the tips are loose and misaligned , and the jaw pivot pin is pushed thru one side of the damaged/bent outer tube assembly. We are able to validate this complaint. There are no components missing from the returned applier. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is bent , and its fingers are both damaged where they engage the jaws. (Pie's attached) we suspect that the damaged drive rod fingers caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod to become bent and its fingers to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When the user ligated a clip during a laparoscopic cholecystectomy the jaws of the applier got broken. Therefore, the applier was replaced with a new one to complete the operation. It is unknown whether the pieces of the jaws fell/remained in the patient at present. The sales representative confirmed the x-ray results after the operation; the description will be updated once additional information is provided. Additional information: according to the x-ray results, no piece of the jaws remained in the patient.